Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 472mg/dl, with unspecified ketones, associated with an alleged call service 064 alarm. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a random call service 064 alarm occurred while the patient was sleeping. The rewind, load, and prime steps were able to be performed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.